Event description:
It was reported that (1) lcsc5 was used with hp053 during a laparoscopic colectomy procedure. It was reported by the affiliate that the tissue pad broke. Opened another device to complete the case. There was no consequence to the pt.